Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling in the scrotum after sexual intercourse. During revision, it was found that both cylinders had ruptured the corporal bodies and migrated to the scrotum; therefore, the cylinders and pump were removed and replaced. No further patient complications were reported.